Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) levels between 75-290 mg/dl with moderate ketones that a healthcare provider deemed life threatening. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg, and consumed carbohydrates to address the low bg. Customer was discharged on (B)(6) /2024 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.